Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause is not able to be determined at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope had white foreign material in the air water cylinder and channel. There was no patient involvement.

Event description:
No change to customer event.

Manufacturer narrative:
Correction: h9 should have been left blank but was incorrectly filled in.